Manufacturer narrative:
The reported event was unconfirmed as the product meets the specifications. Visual inspection noted one unopened magic 3 intermittent catheter was received. The water packet appeared full and normal prior to opening the catheter package. There was no evidence that the packet had been popped or water residue inside the package. The catheter package was opened and the packet was cut open. The water packet contained 4.2 ml of water. A potential root cause for this failure mode was unable to determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required due to the reported issue was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the intermittent catheter was shipped with two different shipments without the proper amount of sterile water and both the shipments appeared to be from the same lot number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that intermittent catheter was shipped with two different shipment without proper amount of sterile water and both shipments appear to be from the same lot number.